Manufacturer narrative:
Date of event - unknown, but the best estimate is (B)(6) 2020. If implanted; give date: n/a (not applicable). Unknown, not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Phone numbers: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that a patient complained of glare symptoms at his one-month post-operative visit after the implantation of a toric intraocular lens (iol). The surgeon dilated the patient's eye and saw a rectangular foreign body between the iol and posterior capsule. The surgeon has seen small cortical/capsular fragments trapped in the capsule post-operatively which disappeared with yag capsulotomy, so he proceeded with the laser, but the foreign body is extremely firmly adherent, and doesn't move at all with the laser. It almost looks like a piece of plastic or cellophane stuck onto the posterior surface of the iol. The lens remains implanted and no patient injury reported. No further information provided.